Event description:
It was reported that during a hals sigmoid colectomy procedure, 75 percent of the staple line was informed; u-shaped staples. There were no patient consequences. Case completed with hand sewn anastomosis.

Manufacturer narrative:
(B)(4). Additional information: there was no bleeding reported and that the patient was stable. The or tech had no other information concerning the case. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.